Event description:
The user facility reported there was a hair in the kit noticed prior to a case. No patient impact, no medical intervention, no delay and no adverse consequences.

Event description:
The user facility reported there was a hair in the kit noticed prior to a case. No patient impact, no medical intervention, no delay and no adverse consequences.